Manufacturer narrative:
Based on the results of the investigation, the corrosion was likely due to component failure; however, a definitive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the gastrointestinal videoscope had corrosion on the light guide lens. There was no patient involvement.